Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays for one patient from cobas 8000 - cobas e 602 module serial number (B)(4). Refer to the attachment to the medwatch for all patient data. The medwatches involved in this event include patient identifiers: (B)(6). The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
Sample from the patients was submitted for investigation. An interfering factor was found to be present in the sample. This interference is documented in product labeling for the assay.